Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the device distal pressure sensor pin was broken. The device was returned to the biomedical department with an unsigned note that stated, "distal occlusion at startup". No tracking info was provided; therefore, no specific pt info, pump programming, or event details were available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.